Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with naked eye noted a loose green cap from the patient connector inside the unopened pouch. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2019. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set did not have a ¿cap on the line¿ (patient connector) and the cap was observed to be loose in the bag (overpouch). This was identified during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.